Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 1cm cut line. The distal suture on the anvil side was still anchored. Functionally the reload was loaded into a post market vigilance instrument, the interlock was over ridden, and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. The distal suture was properly released. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the unreleased sutures may occur if the firing sequence is not completed. In this situation, the internal hinges which release the sutures may not engage fully and reinforcement material may not deploy properly. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a colectomy functional end to end anastomosis procedure. For the second firing, at the closure of the insertion, the surgeon fully squeezed the handle. However, the anchoring suture at the tip was not removed. The device was removed from the tissue by force but no tissue damage was caused. There was no patient harm. The status of the patient is reported as no problem.